Manufacturer narrative:
The device was manufactured from may 09, 2019 - may 11, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified locations. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.